Event description:
It was reported that a home patient (hp) experienced a high drain 103 alarm during drain 3 of 6. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The hp bypassed drain 2 of 6 after getting a low drain volume alarm. A technical service representative (tsr) explained and helped clear the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in 2008. The homechoice (hc) was reported to be unavailable for evaluation. A review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. There was no nonconformities, failures, rework or deviations in the device history record that could be associated with the reported condition. Should additional relevant information become available, a supplemental report will be submitted.